Event description:
It was reported that during a da vinci-assisted surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that all universal surgical manipulator (usm) arms moved non-intuitively. There was no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse performed a usm dte workflow and replacement dte workflow testing. All dte verification passed without recalibration. All usm dte workflows completed without issue. The fse test drove the system and verified intuitive motion on the arms. The system was tested and verified as ready for use.